Event description:
The company was informed that the patients device was repositioned on (B)(6) 2014. Repositioning surgery was successful. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.